Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. One device is available for evaluation but has not yet been evaluated. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 1 </noe> malfunction event in which the device produced smoke. There was patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the (B)(4) pilot program, exemption number e2015055. Device was received for evaluation; however, the user facility did not approve an evaluation. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 1 </noe> malfunction event in which the device produced smoke. There was patient involvement; no patient impact.